Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi). The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The two subsequent bi results were negative. The load included 2 spray nozzles, 13 mouth pieces, 8 bite blocks, and 2 echo. The load was partially released and used on patients before the results were confirmed. The load items released where the mouth pieces and bite blocks. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer date: 10/08/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. ¿ the DHR (device history record) was reviewed. No anomalies were observed that would contribute to this issue of suspected positive bi. ¿ trending analysis for the product code of ''suspected positive bil' was reviewed from december 2012 through november 2013. There was no significant trend observed. ¿ trending analysis for the product code of ''load not recalled' was reviewed from december 2012 through november 2013. The risk is categorized into "as low as reasonably practicable". ¿ trending analysis by lot number was reviewed from october 8, 2013 to december 19, 2013. There was one similar incident. ¿ the fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. ¿ the hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Fourteen cyclesure® bi(s) were returned and submitted for functional evaluation. Two cyclesure® bi(s) were used as controls. Functional specification was met. The complaint was not confirmed in the returned sample. ¿ suspected positive bi ¿ the cause of the suspect positive bi cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the returned product met specification. A review of tracking/trending data did not identify a trend that needed further investigation. As a result, further investigation into root or assignable cause was not performed. ¿ load not recalled ¿ the product IFU states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. Insufficient information is available to determine the cause of the alleged "'suspected positive bi". Device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load and information is unavailable regarding if the bi was processed in a single tyvek® pouch. Furthermore, no manufacturing defects were observed in the returned bi that would contribute to this issue. Sterrad® malfunction was also eliminated as a contributing factor since parametric release parameters were met. The cycle passed and the ci disc changed appropriately after processing. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.